Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range impedance measurements and high threshold measurements. There was evidence of noise. A review of the daily measurements noted an abrupt change in impedance measurements around (B)(6) 2019. The automatic gain control was increased which appears to have decreased the noise. The base rate was decreased to prevent atrial pacing. No surgical intervention is planned, and the patient will be monitored. No adverse patient effects were reported.